Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified unusual issue. No further information was available. Attempts to reach the reporter for further details and clarification were unsuccessful. It was reported that the patient had experienced unknown/unspecified blood glucose values that were greater than 250 mg/dl. The reported information does not meet animas¿ criteria of a serious injury. However, this complaint is being reported because there is an allegation of product malfunction.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box and histories for the date of the alleged event showed the data had been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. The alleged pump issue was unable to be duplicated or verified during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.